Event description:
It was reported that after being upgraded the software of subject programmer to smartview 2.56 during a follow up, the programmer showed an error message. When checking the programmer no issue has been observed. A re-installation of smartview 2.56 has been performed without problems. After restart the message "cannot access the manager core" has been displayed. When accessing a patient file, two error messages were displayed on the programmer screen. The unit will be returned for analysis.

Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that after being upgraded the software of subject programmer to smartview 2.56 during a follow up, the programmer showed an error message. When checking the programmer no issue has been observed. A re-installation of smartview 2.56 has been performed without problems. After restart the message "cannot access the manager core" has been displayed. When accessing a patient file, two error messages were displayed on the programmer screen. The unit will be returned for analysis.